Manufacturer narrative:
Our ponto risk analysis file ((B)(4), rev.11), identifies the risk of battery ingestion with risk ID (B)(4). The main harm is stated as: "damage to gastrointestinal track, choking hazard." If swallowed, the zinc air button battery will pass through the body naturally and not cause harm in most cases. However, there is a rare risk that the battery can be lodged in the food pipe (esophagus) if swallowed, which is why it is important to seek medical attention if there is suspicion of an ingestion event. The small size of the zinc air button battery makes it highly unlikely that it will result in a choking hazard and we are not aware of any such event for our products or similar devices in the market. Sound processor ingestion events are rare but can occur with bone anchored hearing aids, for example when a tamper proof battery door is not applied or when the device is not used in accordance with the IFU. Based on our quality trending, we see no trend in these types of events for our products on all markets.

Event description:
16 year old teenager with a reported cognitive disability ingested sound processor zn-air battery. Client was using a ponto 5 superpower loaner device. Unknown if battery door was damaged from falling, or if tamper proof mechanism has been affected before the event. Teenager was hospitalized and passed the battery without complications.